Event description:
Information received by medtronic indicated that the customer received pump error alarm. Customer was able to clear alarm and able to complete rewind. Insulin pump passed displacement test and self test. No harm requiring medical intervention was reported. The customer had discontinued to use the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11 d. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged pump error 43 found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump failed the self test due to absence of vibration. Test p-cap and reservoir locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. No pump error 43 was noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 43 on the event date of (B)(6) 2022 at 09:46:24.000 or 9:46:24 am. Pump was cut open to perform visual inspection and found moisture damage on the motor, electronic assembly, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, corroded battery tube, battery tube threads - cracked, and cracked retainer. Pump error 43 was confirmed in the pump history files and traces on the event date of (B)(6) 2022 at 09:46:24.000 due to moisture damage on the motor flex cable. Moisture damage was confirmed found on pcba 1, pcba 2, motor flex cable, force sensor, vibrating motor, lithium internal battery, and battery tube. Absence of vibration was confirmed during testing due to moisture damage on the vibrating motor. Retainer ring damage was confirmed. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.